Event description:
Information received from the field does not address the patient's clinical status but notes that the patient was admitted to the hospital for unknown reasons. The device was pacing at 100 ppm and it would not accept programming with the cordis 255a programmer.